Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Info was rec'd that reported a pt was hospitalized in 2008 due an incident of hyperglycemia. The reporter stated the pt awoke began not feeling well on the day before around 4:00pm. By 10:00am on original date, he was feeling much worse and was driven to the hosp. He was admitted and was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.